Event description:
Boston scientific received information that this device battery had dropped since the last follow up in (B)(6) 2012 and a manual capacitor reform showed a charge time of 18.4 seconds. Premature batter depletion was alleged due to the device being .5 seconds from the chargetime limit of 18.9 seconds. A device replacement procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information, this investigation will be updated.

Manufacturer narrative:
The device was explanted and will be returned for analysis. Upon analysis this investigation will be updated. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--